Event description:
It was reported that in 2007, the patient presented to the emergency room for left arm, neck, and back pain. On (B)(6) 2007, the patient underwent a cervical fusion where rhbmp-2/acs was implanted. Post-operatively, the patient experienced increasing pain and loss of flexibility. The patient continues to experience pain that is worse than the preoperative pain he experienced. The patient's postoperative period was marked by pain. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve impingement at the site of implant. The patient continues to have bone overgrowth causing nerve impingement, and chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.